Manufacturer narrative:
Date of event was reported as: "within the first 3 weeks of having the device implanted" (2018). Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 20-jul-2022, UDI#: (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient had their lead revised within 3 weeks of implant (2018). The healthcare professional (hcp) did an x-ray and found the lead had migrated. A revision was performed and was describe as ¿they pulled the lead from the left side and implanted a new lead on the right side¿. The patient stated that their efficacy was not as good as it was before the revision and now it was maybe 50%¿. The last time they were reprogrammed was in april. The patient stated that the programs aren¿t that great but they were better now than what they were before. Program 1 tingled their rectum at 0.3 volts so the patient did not use that setting because it was ¿super uncomfortable¿. They mentioned that they had a hard time getting the other programs to work. They increased the stimulation but did not feel it. It was confirmed that the patient had not tried increasing it all the way because they were ¿chicken¿. The patient later noted that there was one program that tingles the most at 0.9 volts. They stated that they usually stayed on a specific program for 48 hours before changing and want to know if this was sufficient. It was recommended that the patient follow up with their hcp discuss their symptom control. There were no further complications reported or anticipated.